Event description:
An optometrist reported that four months following lasik surgery, the patient reported light sensitivity. The patient reported experiencing discomfort under bright lights. The patient was treated with topical steroid drops. In a follow up, the optometrist reported that the event resolved with the treatment, and the patient has been released from his care. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).